Manufacturer narrative:
Patient's concomitant medical products and dates are unknown. Recall continued: 1627487-07262012-002-r; 162748-003-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg "stopped working" in 2013 and therapy has been off since that time. As such, the patient will undergo surgical intervention to address the issue.